Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range pacing impedances greater than 3000 ohms, and observations of noise. A new lead was implanted, and no additional adverse patient effects were reported.